Manufacturer narrative:
Additional information added to a.1 and e.3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-jul-10 00771172 (rep, hcp): medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was giving a message of "connected not ready/3d disabled" when attempting to take a spin. The issue started on the first imaging system used, which was rebooted 5x without the message clearing (the umbilical was connected each time). A second navigation system was brought in and the issue persisted. The second imaging system was then brought in and connected with the second navigation system and the same message was seen again. It was noted that each time the navigation system showed all three boxes green indicating that the systems were connected and ready to spin. There was no impact on patient outcome and the issue caused a less than 1 hour delay. For troubleshooting, outside of the operating room (or), the representative was able to connect the imaging system to a navigation system and it showed that it connected. There were no reference frame nor shielding to attempt a test spin. 2023-jul-17 interface update (rep): additional information was received. This issue was caused by a x-ray tech attempting to use system prior to it fully booting up. This issue would have been resolved if tech would have powered down both mobile view station (mvs) and image acquisition system (ias) together and restarted systems. This was verified after case system was powered down over the phone and restarted fully functional. Techs were given instructions on how to reboot system and wait until fully restarted before attempting to operate movement or x-ray. Site has used both of their systems successfully the following day. The medtronic representative (rep) will continue to monitor system for change. At this time system was fully functional and operated as intended. 2023-jul-17 e1 (rep): additional information was received. The system was unable to take a spin because of the error message.